Manufacturer narrative:
Entire form filled out by manufacturer.

Event description:
On 03/15/2017 received explanted lead from st jude medical. No explant information provided. Investigational letters sent to implanting physician and center.